Event description:
It was reported that patient underwent a left total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to unknown reasons. During the revision procedure, it was noted that the offset adapter was possibly missing the set screw.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the patient was initially implanted with competitor products.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted to the FDA. The following sections could not be completed with the limited information provided. Product ID - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. 510k number - unknown. Manufacture date ¿ unknown.